Event description:
The patient had a palmaz schatz stent placed in the right coronary artery (rca) in 1996. In 2007, the patient suffered a heart attack, which resulted in hospitalization and implantation of a stent (non-cordis) in the proximal margin of the left anterior descending (lad) artery in 1997. The patient returned to the hospital in 2003, where a follow-up angiogram revealed new blockages in the rca, which required placement of two cypher stents in the proximal and mid rca. The patient returned to the hospital in 2008, with some chest pain and a follow-up angiogram revealed a new lesion in the distal rca, which was treated with a non-cordis stent. There was also a restenosis of the proximal margin of the lad and some disease in the mid lad, which were also treated with non-cordis stents. The nurse noted, that the two cypher stents that were implanted in the proximal and mid rca were still patent. Of note, the patient is still taking plavix and is very satisfied with the cypher stents. The patient was discharged to go home the next day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that the catalog and lot number received for product involved is ps1530/ lot 112753.